Manufacturer narrative:
Corrected data: the date of implantation was corrected from (B)(6) 2015 to (B)(6) 2015. Claim# (B)(4).

Manufacturer narrative:
Planned exchange is cancelled as the patient is pregnant. Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -8.0/+1.0/087 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2015. The surgeon noticed low vault and refractive change over time on (B)(6) 2017. The lens remains implanted. (B)(4).

Manufacturer narrative:
Additional information: lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Corrected data: required intervention to prevent permanent impairment/damage (devices); was not selected in previous MDR. (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 of -8.0/+1.0/087 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on 03/06/2015. Surgeon reported low vault and refractive change over time. Surgery was canceled in 2017 due to patient being pregnant. On (B)(6) 2019 the lens was exchanged for a larger length lens and problem was resolved. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -8.0/+1.0/087 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2017, the surgeon reported low vault and refractive change over time.